Manufacturer narrative:
Additional information: manufactured september 20, 2015 ¿ september 22, 2015. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and showed to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused solution. The reporter stated the device was filled with 60ml flucloxacillin and ran for 12 hours. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.